Event description:
Customer reports to have been hospitalized with high blood glucose on (B)(6) 2014. Customer was experiencing chest pain and high blood glucose of 436 mg/dl, which was treated with insulin. Blood glucose at time of hospitalization was 270 mg/dl. Customer suffered from diabetic ketoacidosis. Troubleshooting was performed on pump and customer was advised insulin pump will be replace with the understanding that if blood glucose continues to rise or drop, he will need to contact his health care provider. No further information provided.